Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d1, d4, g4, g7, h1, h2, h3, h4, h6, h10. Correction: d1, d4, h4. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned products identified the pmi vrs and the taper adapter associated with this complaint's event. The vrs has numerous scratches on all flat surfaces and a small portion of pps material is worn down on the upper edge. The taper adapter was returned still attached the glenosphere and had scratches. The root cause from the previous investigation remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient underwent an initial shoulder procedure. Subsequently, the patient was revised due to dislocation and disassociation. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.

Manufacturer narrative:
D11: item# 115310; lot# 609230; comp rvrs shldr glnsp std 36mm, item# 010000589; lot# 293070; comp rvrs 25mm bsplt ha+adptr, item# 00434901213; lot# 64430724; humeral stem 12 mm stem diameter 130 mm stem length, item# pm0002765; lot# 818030; mcgregor lt pm mini rvs gld, item# 180560; lot# 042490; comp nlk scr 3.5hex 4.75x30 st, item# 180559; lot# 420760; comp nlk scr 3.5hex 4.75x25 st, item# 00434903600; lot# 64410127; poly liner plus 0 mm offset 36 mm diameter, item# 180552;lot# 583350; comp lk scr 3.5hex 4.75x25 st, item# 180553; lot# 035520; comp lk scr 3.5hex 4.75x30 st, item# 115396; lot# 207160; comp rvs cntrl 6.5x30mm st/rst, item# 110028045; lot# 572750; compr vrs 2.7 drill. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03661, 0001825034-2020-03662.

Manufacturer narrative:
Reported event was confirmed by review of radiographs which confirmed disassociation of the glenosphere from the baseplate. Visual examination of the provided pictures identified the taper attached to the glenosphere, bearing, and custom vrs. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 115310; lot# 002530; comp rvrs shldr glnsp std 36mm. Item# 010000589; lot# 293070; comp rvrs 25mm bsplt ha+adptr. Item# 00434901213; lot# 64430724; humeral stem 12 mm stem diameter 130 mm stem length. Item# 00430004615; lot# 62628874; modular humeral head 15 mm head height 46 mm spherical. Head diameter. Item# 00434903700; lot# unk; dual taper insert. Item# pm0002765; lot# 818030; mcgregor lt pm mini rvs gld. Item# 180552; lot# 583350; comp lk scr 3.5hex 4.75x25 st. Item# 180553; lot# 035520; comp lk scr 3.5hex 4.75x30 st . Item# 115396; lot# 207160; comp rvs cntrl 6.5x30mm st/rst. Item# 180560; lot# 042490; comp nlk scr 3.5hex 4.75x30 st. Item# 00434903600; lot# 64008392; poly liner plus 0 mm offset 36 mm diameter. Foreign report source: (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial shoulder procedure. Subsequently, the patient was revised due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.